Manufacturer narrative:
Expiration date - august 2020. UDI - not required until september 24, 2016. Implanted date: device was not implanted. Explanted date: device was not explanted. One piece of the actual sample was received. Based from the results of our investigation, the root cause of the problem could not be confirmed to be related to our product or process. Based on the appearance of received actual sample, the hole on catheter tube has mound shaped cut that seemed to be punctured by sharp object. It is presumed that needle was reinserted into the catheter assembly. Verification of the retention samples showed no abnormalities. Catheter assembly was found free from any defect which might contribute to the complaint. Confirmation of catheter tube and catheter hub leakage test showed passed results. Verification of process showed that a case of damage catheter tube and needle stick out may possibly occur, however such defects can be trapped by the 2 stages of 100% inspection. Similarly, the user will be able to notice needle stick out prior usage. In case user may not be able to notice and proceeded with the insertion, only needle will be inserted, hence insertion of catheter tube is unlikely to happen similar to the complaint. Our products were subjected to 100% visual inspection prior labeling and unit packaging to assure its quality. Based on the simulation using the retention sample, no leakage was observed on catheter hub after successful insertion of IV catheter. Review of lot history files showed no similar non conformity was reported. From the series of inspection done during production and until outgoing inspection, no similar defect was found. This report was reassessed during an internal audit and deemed reportable based upon the device malfunction could potentially result in IV catheter breakage of the distal end and/or retention in patients if to recur. (B)(4).

Event description:
The user facility reported that the catheter leaked at the hub. Additional information received on 18april2016: it was reported that there was no patient impact. Additional information received on 20april2016: the catheter had signs of leakage during insertion. They removed the catheter and inserted a new one and proceeded with the treatment.